Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-10916. It was reported the patient was programmed the morning after a permanent implant, and diagnostics revealed high impedances. X-rays showed the lead was not fully seated in the ipg header block. To address the issue, the physician revised the lead to insert it fully in the ipg header on (B)(6) 2019, resolving the issue.